Event description:
It was reported that the pump exhibited error code 41622, often related to a motor malfunction, cam flex sensor issue, or a loose internal component during testing. There was unknown patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were error codes 41622. The device was visually inspected and there were no damages. Functional and visual tests were performed and the reported issue was confirmed. The probable cause of the reported issue was due to the cam flex sensor. As a result, the flex cam sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.